Manufacturer narrative:
The insulin pump was received unit with blank display due to corrosion on electronic assembly. The insulin pump was monitored and no noise anomaly noted. The motor assembly was found corroded. The insulin pump had cracked battery tube threads, broken reservoir tube lip, minor scratches on lcd window, cracked case at display window corners, cracked lcd window and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose was 10.9 mmol/l. The customer stated that there is no damage to the device and was not exposed to fluid or dropped or bumped. The customer was advised to clean the battery compartment with q tip and wait and insert a new battery . The customer stated display did not return. The customer was advised that the device will need to be replaced.